Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed alert 38 indicating consecutive stalled motor events consistent with a failure to infuse insulin, which persisted after multiple restarts and involved the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications-related problem was identified, with the issue traced to the motor component contributing to failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.